Event description:
The customer reported that the rotator on the stopcock broke during use. Injector settings: 7 ml/sec for a total of 10 ml with a rise time of 0.5 sec. The customer reported three defective devices. One device was discarded at the hospital. No harm or injury was reported. This is one of three reports for this complaint: 1721504-2011-00300, 1721504-2011-00305, 1721504-2011-00306.

Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found four similar complaints for this lot number. Based off of similar complaints, it is suspected that the rotator may separate at the bond between the collar and the housing. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Evaluation method: actual device not evaluated, process evaluation.